Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument failed the self-test. The blade was exposed and was found bent at the knife and cable interface. This may likely be the reason the instrument failed the self-test. The blade was manually retracted and placed on an in-house system for a cut test. The knife blade failed the cut test. No evidence of excess debris was found at the instrument grips that could affect cutting performance. The knife blade and cable were undamaged. The grips were offset. Failure analysis also observed that the grips displayed material missing at the edge of the grips close to the tip. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, enter the failure information here, such as tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the vessel sealing instrument was not cutting during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.